Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Patient reported left side "constant pain and breast hardening, the contracture [baker grade iii] of the prosthesis" and "prostheses was ruptured." Patient later reported "bent prostheses" and "simple cysts." Device was explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. Cyst: unable to observe as it is not related to the device. Crease/ folding of implant: no creases were observed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side "constant pain and breast hardening, the contracture [baker grade iii] of the prosthesis" and "prostheses was ruptured." Patient later reported "bent prostheses" and "simple cysts." Device was explanted.